Event description:
Allegedly patient had leg length discrepancy status/post tha.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the surgeon. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00295.

Event description:
Allegedly patient had leg length discrepancy status/post tha.

Manufacturer narrative:
Conclusion: no device failure. Product not returned. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.